Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's time was inaccurate due to customer not adjusting for daylight savings. Blood glucose was not impacted. Customer adjusted the time and continued to use the pump for insulin therapy.